Event description:
The customer reported that they were not receiving audio from the speaker.

Manufacturer narrative:
The customer reported that they were not receiving audio from the speaker. In abundant caution, we will report this as a malfunction. Add'l investigation will be done to determine if there was a health risk. A final report will be submitted once the investigation is completed. (B)(4).